Event description:
Event description guidant received information that prior to implant, this implantable cardioverter defibrillator (ICD) was unable to be interrogated using two different programmers. It is reported that both programmers were 3120s. The device could also not be interrogated with a 2920. The rep was still getting an out of range - telemetry message. It was also tried to select the prizm/p2/vit ds application and still got an out of range message. The device will be sent back for analysis.